Manufacturer narrative:
The ems team attempted multiple times to reach out to the hospital for more details on the injuries and treatment but have not received responses.

Event description:
It was reported that the cot missed the safety hook and dropped without a tip. It was further reported that the patient was dropped and was paralyzed when arriving to the ER. The patient had multiple injuries before the cot drop, but it is unclear on what occurred due to the drop and what was preexisting. The ems team attempted multiple times to reach out to the hospital for more details on the injuries and treatment but have not received responses. There was no defect found with the device.

Event description:
It was reported that the cot missed the safety hook and dropped without a tip. It was further reported that the patient was dropped and was paralyzed when arriving to the emergency room. The patient had multiple injuries before the cot drop, but it is unclear on  what occurred due to the drop and what was preexisting. Attempts are being made to gather additional injury and treatment details from the user facility.